Manufacturer narrative:
The insulin pump had operating currents within specification. The device passed the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin pump had pump errors noted in the history file. Unable to verify root cause. Power management tool confirms the unloaded voltage and voltage are within specification. The insulin pump was being monitored and alarmed open book/critical pump error several times. The critical pump error was generated by pump error. The insulin pump had a minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple pump error alarms on their insulin pump. The customer's blood glucose level was 132 mg/dl. The alarm did not occur during the rewind, load, reservoir, and fill tubing process. The insulin pump was stuck in the rewind mode. The customer had already switched to their old insulin pump. The customer declined troubleshooting for the alarms. The insulin pump was returned for analysis.